Event description:
This customer reported that they believed that the device analyzed too quickly and delivered a shock on asystole, before they had a chance to give the "stand clear" alert. The involved patient died, but it has not yet been determined whether device was a factor in the patient's outcome.

Manufacturer narrative:
This customer reported that they believed that the device analyzed too quickly and delivered a shock on asystole, before they had a chance to give the "stand clear" alert. The involved patient died, but it has not yet been determined whether device was a factor in the patient's outcome. A follow-up report will be submitted after phillips obtains more information about this event.